Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, the reported error descriptions were most likely due to the effect of a large mechanical force from a shock or fall. Additionally, the worn distal end was likely due to wear and tear, which corresponds to the age of the item, as well as frequent use and a lack of maintenance, poor reconditioning such as cleaning, disinfection, and sterilization (cds). Olympus will continue to monitor the field performance for this device.

Event description:
It was reported the lens on the tip end of the rigid endoscope telescope was broken. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.